Manufacturer narrative:
It was noted that the device is not available or evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient was implanted with an accolade ii stem in his left hip. It is further alleged that the patient started to experience pain and discomfort, the pain worsened and on (B)(6) 2020 revision surgery was performed.